Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of stress urinary incontinence and cystocele. It was reported that after the implant, the patient experienced vaginal mucosa, inflammation, mesh erosion, pain during intercourse, spotting, recurrence of cystocele, rectocele and incontinence, scar tissue, and foreign body type granuloma atous response. Post-operative patient treatment included revision surgery, bladder suspension procedure, urinary incontinence procedure, pubovaginal sling/bladder neck suspension, recurrence repair with new sling, and removal of mesh.